Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: they keypad was observed to be peeling at the ok button. The keypad buttons were tested and all of the buttons were confirmed to be responding appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).